Manufacturer narrative:
Approximate age of device, 1 year and 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s log file was submitted for review and patient presented with driveline silicon damaged with hole opened; however, has already been repaired and there was no change in the operating of the pump. There were no unusual events or notable alarms in the log file. The mcs device appears to be working as intended. The driveline was covered by tape and no other special care taken. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported cosmetic damage to the percutaneous lead¿s silicone sleeve could not be conclusively determined as no photos were provided by the account and no product was returned for evaluation. The submitted log file contained data spanning from day 664 hour 6 minute 10 to day 673 hour 3 minute 5, per the timestamp. No notable alarms were captured, and the system appeared to have been operating as intended. The heartmate ii lvas IFU and patient handbook contain information on caring for the percutaneous lead. They also discuss damage due to wear and fatigue of the percutaneous lead. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The manufacturer is closing the file on this event.